Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant, the right ventricular lead screw mechanism did not deploy or retract. The lead helix would not move. It was noted that the lead was very tight in the sheath but after removal of the lead, it would not deploy on the table. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.